Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of the incident was 477 mg/dl and current blood glucose was 238 mg/dl. Another blood glucose was 203 mg/dl. The no auto mode feature was active and automatically adjusting insulin delivery at time of the high blood glucose event. The symptoms related to the high blood glucose were like feeling irritable. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under deliver. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The products will not be returned for analysis.